Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient reportedly experienced inaccurate cgm readings while using an omnipod 5 insulin pump in modified closed-loop mode. The cgm displayed a glucose value of 325 mg/dl, while the fingerstick blood glucose (bg fs) reading showed 528 mg/dl. The patient exhibited symptoms consistent with diabetic ketoacidosis (dka), including vomiting. The patient¿s parent contacted the endocrinologist, who advised increasing fluid intake and administering additional insulin doses via the pump. It was confirmed that the insulin pump was functioning properly during the event. The healthcare provider did not consider an emergency room visit necessary for the dka episode. No additional bg or cgm values were provided. The patient¿s condition improved throughout the day, and symptoms of hyperglycemia resolved. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.